Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold. Also, patient with this rv lead was experiencing stimulation. Furthermore, this lead was repositioned and remains in service. No additional adverse patient effects were reported. Additional information was received that reported that during a follow up visit, the health care professional (hcp) suspected that this right ventricular (rv) lead was exhibiting high pacing thresholds and possible loss of capture (loc). The hcp noted that the patient reported experiencing stimulation and syncope. Technical services (ts) discussed programming considerations and possible causes with the hcp. Subsequently, a lead revision procedure was performed, this rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold. Also, patient with this rv lead was experiencing stimulation. Furthermore, this lead was repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.